Manufacturer narrative:
Covidien has requested the device be returned. (B)(4).

Manufacturer narrative:
(B)(4). The service engineer evaluated the printed circuit boards and could not verify the reported complaint.

Event description:
Covidien received information stating that during use on a homecare patient, a continuous alarm was generated and an "application error" was displayed. A care giver (family member) found that ventilation had stopped. The patient was manually ventilated. The continuous alarm couldn't be stopped by pressing the silence button. The device was forcibly shut down and rebooted. At the time, the setting reverted to the default setting. The care giver modified the setting and checked the circuit and confirmed that ventilation re-started. After that, the patient was taken to the hospital by ambulance. The device was replaced on the patient. No patient harm or injury was reported.